Event description:
It was reported that the e360 ventilator had a oxygen leakage problem. Patient involvement information was not provided by the customer. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider replaced the oxygen regulator. The ventilator worked normally.